Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcpb840d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/10/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: did the needle fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? Na. What tissue structure the broken needle was located? Na. Were x-rays taken to locate the needle piece(s)? Na. What measures were taken to retrieve the broken piece? Na. Was there any additional tissue damage as a result of searching for the needle piece?na. Does a piece of the needle remain in the patient¿s tissue? No. If yes, are any plans in place to remove the needle piece in future? Na. What is the surgeon's opinion of consequences to the patient? Na. Please provide the lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. He device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that one winding former with two strands and five detached needles that pertain to product code pdpb751d was returned for analysis. The product code is a control release and required eight strands per packet. In in order to evaluate the condition of the returned sample, the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - did the needle fall into the patient? After the needle was broken, the needle fragment was found in the needle holder and did not fall into the patient's body. Since the needle did not fall into the patient's body, no search for the needle was conducted. There is no problem with the patient's condition after that. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name : irgacare®. Active ingredient(s) :triclosan. Dosage form : suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2023 and barbed suture was used. During surgery, the needle tip was broken when the surgeon weakly held the area near the needle tip with a needle holder. The needle tip was collected. No adverse patient consequences were reported. Additional information was requested.